Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the left ventricular lead could not be implanted due to unknown reasons. A new lead was successfully implanted on (B)(6) 2021. The patient condition was unknown. Further information was requested but not received.